Event description:
It was reported that the device would not complete a boot-up sequence. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that the user interface flex cable connection to the user interface pcb was not properly seated. Physio reseated the cable connection and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure was determined to be due to a loose cable connection to the user interface pcb.